Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). The field representative reprogrammed to a bipolar configuration and a fixed output. Reprogramming resolved the issue, and no further loc has been observed. This patient is not dependent. The field representative will continue to monitor the patient. This rv lead remains in service. No adverse patient effects were reported.